Event description:
The 2.75 x 33mm cypher stent delivery system went on the wire, preloaded the catheter and was about to go into the patient's body when they realized that the stent was no longer on the balloon. The stent had migrated distally toward the hub. Consequently, the product was not used in the patient.

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.